Event description:
The event involved a 31" (79 cm) appx 3.4 ml, admin set w/20 drop integrated chemolock¿ drip chamber, spiros®, purple cap, hanger where it was reported that when hanging cisplatin and permorfing retrograde prime the connector was leaking saline. When clamps were open the secondary line began to fill with air. This could have led to a chemotherapy needed to be delayed by almost 2 hours. There was a patient involvment, no adverese event reported but there was a delay in therapy.

Manufacturer narrative:
The device is not available for investigation. Without the return of the device a probable cause is unable to be determined. Additional contact information. The stevens company limited. (B)(4)- quality assurance coordinator. (B)(4).